Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured with reported high impedance and no functional capture at maximum output. The patient complained of tiredness with heart rate of forty beats per minute and in atrial fibrillation. This lead will be revised. The patient had been lost to follow-up. There was no information if this lead was already revised or schedule for revision. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation revealed conductor coil stretched and insulation was twisted from the terminal pin resulted in twiddler¿s syndrome. In addition, allegation for no functional capture at maximum output, lead fracture and high impedance issue appeared not confirmed visually and in x-ray.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This right ventricular (rv) lead was explanted, returned and replaced. No additional adverse patient effects were reported. Pds